Event description:
The customer was admitted to the hosp for high blood glucose levels and diabetic ketoacidosis. Troubleshooting was performed and the pump did not pass test per specifications. The high pressure test could not be performed since the customer did not have a clamp.